Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419378 lv lead, implanted: (B)(6) 2005.(B)(4).

Event description:
It was reported that the patient presented with a complaint of chest pain. It was noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing. The lead remains in use. No patient complications have been reported as a result of this event.